Event description:
The customer contact reported the pt received less medication then intended. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapy medication, with a 299ml vtbi (volume to be infused), for a duration of 46 hours. No further programming parameters were provided. After an unspecified length of time, the pt reported the device alarmed "infusion complete"; however, the pt noted that half of the medication remained in the container. The physician was notified. The customer contact reported the physician ordered the therapy to be completed for a duration of 24 hours; however, the pt refused to continue the therapy. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the device remained in clinical use.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.